Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. A partial lead connector portion was returned in one piece consistent with procedure damage. Final analysis found external insulation abrasion was noted at 25.2 cm to 26.0 cm from the connector pin consistent with friction of the lead to the device. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.